Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right atrial (ra) lead was noted to have noise episodes. The clinic will continue to monitor the patient. No intervention was performed and the patient was in a stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the patient's right atrial (ra) lead exhibited noise oversensing resulting in inappropriate automated mode switch (ams) episodes.